Event description:
On 12/8/97 following an interventional catheterization procedure, an angio-seal device was placed in an 81 y/o thin pt with friable vessels. During the deployment stage at which the collagen is tamped, the health care professional (hcp) who inserted the device felt the collagen "pop" the arterial wall and enter the artery. The pt was taken to the operating room where the collagen was observed to be partially occluding the artery. The device was removed and the arteriotomy closed. The pt tolerated the procedure wall and has had no further reported sequelae.